Manufacturer narrative:
The reported inappropriate shocks were not confirmed in the laboratory. The power consumption of the device was measured and found to be normal. The device's functionality was tested on the bench and the automated electrical test system and no anomaly was detected. No noise or evidence of delivered therapy was observed on the stored egms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
The device was explanted due to inappropriate shocks. No further information provided.